Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the color cable not seated properly at the connector. The cable was reseated to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection, the device's display showed lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.